Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a perforator infarct within 30 days of procedure. No other information is available.

Manufacturer narrative:
Date of event: unk. Device manufacture date: unk.